Event description:
The hcp reported that the pt experienced a shocking sensation and leg pain after walking through a security system. There was no injury or other clinical consequences reported as a result of this experience. The device was reported to be performing fine after the event and was not explanted.